Event description:
The customer reported that the system stopped displaying a live image during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera cables and connectors were reseated. The system was tested and found to be working as intended and put back into service.